Manufacturer narrative:
Product complaint # (B)(4). Investigation summary it was reported that while putting instruments together noticed this wrench handle was missing the metal part that lets you know when it's torqued properly. It broke off at some point. It didn't happen during the case. Not sure when it happened. No harm to patient. No delay. No further information is available. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned sample revealed that the calibration plate is missing a screw resulting in the plate becoming disassembled from the wrench. The missing screw was not returned with the device for examination. The root cause could not be determined as the screws were not returned with the rest of the device for further examination. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune rev implnt assem wrench would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to cause not established, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that while putting instruments together, it was noticed that the wrench handle was missing the metal part that lets the user know when it's torqued properly. It is unknown when it broke off. No harm to patient. No delay.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by j&j medtech, or its employees that the report constitutes an admission that the product, j&j medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to medtech orthopedics, however photos were received for review. Photos were provided for review, however the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.